Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a distal tip and fiber damage, a chipped distal lens with scratches on the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use and wear from use.

Manufacturer narrative:
(B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during the set up before a knee scope surgery the scope was loose. No patient injuries or delay reported. Smith and nephew back-up device was available to complete the surgery. Preliminary results of investigation have concluded that this unit had a chipped distal lens with scratches on needle which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.